Event description:
Kimberly-clark received a report stating, "we have been experiencing deflating micro cuff et tubes frequently. Cuffs have been deflating on various patients for unknown reason." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The review of the device history record has not been completed. Sample was not returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark for evaluation.